Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes had a line block and ended up needing to change the infusion site which corrected the alarm. There was no patient injury. The patient is not hispanic/latino, white male, 54 years of age, weighing 185 lbs.